Manufacturer narrative:
It is unknown what treatment the patient is received. (B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient was burned by the coupling between the lightsource and the cable. It is unknown the severity of the burn. However no other patient complications were reported during and after the surgery.